Event description:
It was reported to the edwards field clinical specialist (fcs) that the patient never left the hospital post tavr procedure. However, additional source documents reveal the patient had a pericardial effusion post procedure. The patient had underlying lung, renal and liver disease, and she died of multi organ failure. It was confirmed that the valve was functioning. She suffered from renal failure and chf and was placed on bi-pap 27 days post procedure. On the 28th day, it was recommended that patient be placed on a ventilator to which the family declined. The patient expired in the late afternoon. An autopsy is not scheduled further documentation revealed that she was taken to the hybrid lab where she underwent edwards-sapien prosthesis replacement. The right femoral cutdown was then repaired and tee demonstrated excellent function of the valve with minimal ai. However, there was a pericardial effusion noted that appeared to be expanding. The patient¿s blood pressure had also declined slightly. Urgent pericardiocentesis was performed, with a 700cc return of bright red blood. An echocardiogram showed resolution of the effusion. Protamine was infused and the drain was left in place. She was transferred to the ccu post procedure, intubated and sedated. She became hypotensive overnight (ssp 50) with lv collapse in systole, per echo. Five units of prbc's and platelets were transfused- in total- and pressor and volume support were continued. There was concern for tamponade in a different location- she pea arrested and with compressions with acls, she put out 300 cc of frank blood into the previously placed pericardial drainage system. At that point she began to improve hemodynamically and was successfully extubated two days post procedure. On the third day, there was no evidence of effusion by echo and the drain was removed. IV diuresis was initiated. She was started on aspirin only- with no additional anti-platelet therapy- related to her bleeding issues and thrombocytopenia. Nine days post procedure she was stable for transfer to a floor bed, however she was volume overloaded on exam and short of breath. IV diuretic therapy was continued, but the patient failed to respond. Physical therapy was consulted for severe deconditioning and rehab directives. She was noted to have paroxysmal self terminating episodes of atrial fibrillation and was started on low dose flecainide and diltiazem; however, these therapies were later discontinued due to ot prolongation. She then was noted to demonstrate intermittent episodes of tachy-brady syndrome. Meanwhile her physical debility worsened due to refusal to participate with pt/ot, and her respiratory distress continued to worsen to the point of severe respiratory distress. Further diuresis was attempted to relieve her pulmonary edema, but her urine output did not respond appreciably and she was noted at that point to be developing acute renal failure. She was transferred to the ccu for aggressive diuresis and bipap therapy, with plans to attempt av node ablation + ppm therapy after her respiratory status had improved. Sadly, the patient failed to respond to aggressive diuresis. She became increasingly uncomfortable on bipap and at that point communicated to her care team and family that she was not interested in further invasive therapies, including dialysis, and that she wished to be made comfortable even if doing so meant hastening her death. After discussion with the patient and her daughter and granddaughter, she was made dnr comfort care and comfort measures were initiated. Bipap therapy was discontinued and the patient expired less than an hour after.

Manufacturer narrative:
Per the instructions for use, pericardial effusion is a potential adverse event associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for pericardial effusion, including ventricular perforation by the guidewire, ds, pacing lead, pa catheter, annular rupture, etc. In this case, the exact cause of the pericardial effusion was unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported to the edwards field clinical specialist (fcs) that the patient never left the hospital post tavr procedure. She suffered from renal failure and chf and was placed on bi-pap 27 days post procedure. On (B)(6), it was recommended that patient be placed on a ventilator to which the family declined. The patient expired in the late afternoon. An autopsy is not scheduled.

Manufacturer narrative:
Investigation is ongoing.